Event description:
New information received indicates that the patient presented in clinic for follow-up after a few symptomatic events. Upon interrogation, non-sustained vt and vf episodes due to noise were observed during which pacing was inhibited. It was noted that pacing lead impedance had decreased since implant. Programming changes were performed but were reportedly not successful in alleviating the noise.

Event description:
It was reported that the patient presented in clinic after receiving a patient notification alert for non-sustained lead noise due to myopotential oversensing. Programming changes and induction testing were recommended. Device remains implanted.

Event description:
New information received notes that the device was explanted for non-related reasons.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.